Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 12 months ago. Vessel morphology was not reported. A recent CT demonstrated that there was a proximal type I endoleak and a partial occlusion in the limb of the bifurcated stent graft. Currently there has been no treatment and the pt will be monitored. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results: arterial and venous occlusion. Conclusions: pt will be monitored.